Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed an ECG malfunction message. There was no reported patient involvement.

Manufacturer narrative:
UDI #: (B)(4).